Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to rain. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.